Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.